Manufacturer narrative:
Product lot number was not provided. Expiration date and manufacture date cannot be determined without a lot number. The sample was not returned for evaluation and a lot number was not provided. Blisters can potentially occur if the product is applied with tension. The product IFU has a precaution statement which states mechanical skin trauma may result if dressing is applied with tension. End of report.

Event description:
A nurse reported that pus, a small blister and slight arm pain occurred with two 1657 3m¿ tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing changes for a patient who had open-heart surgery. The dressing was applied to protect a peripherally inserted central catheter (PICC) (double-lumen) in the upper right arm. The PICC line was in place in the arm for 1.5 months prior to the alleged symptoms. The small blister was near the PICC line insertion site. With each dressing change, the skin was prepped with a chlorhexidine swab and allowed to dry before dressing application. The PICC line was removed and a new peripheral access line was placed. The patient was reported to have no fever, no elevated white blood cell count or any sign of infection. The patient is reportedly doing well.